Event description:
A device report from (B)(6) indicates a patient implanted with maxillary distraction on (B)(6)-2011 was informed in the pre-op planning that he would need a 15mm distraction arm. After two weeks of distraction, the distractor reached is maximum distraction with the patient still needing 6 to 7mm of additional distraction. The patient was brought back to the operating room for the distraction arms to be removed and replaced on (B)(6)-2011. Surgeon noted the desired distraction was achieved.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.